Event description:
It was reported that there was an increase in ventricular pacing threshold and the lead impedance was unstable. The physician thought that the lead had dislodged based on an x-ray photo. During the re-positioning procedure, much blood was found in the ventricular cavity of the connector of the pacemaker. When the ventricular lead was inserted in the connector of the reported pacemaker, blood gushed out through the ventricular grommet. The pacemaker was explanted and replaced with a new device and the re-positioning procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product. A3dr01 pacemaker (B)(6) 2013; 4574 atrial (B)(6) 2013. (B)(4).